Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, after the device was assembled, clamped test was performed without issue, and when the firing was started, the knife didn't advance. When the surgeon checked the display an indication that the firing was is was noted. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.